Manufacturer narrative:
Section f9: correction; age of device is unknown due to the mpu serial number not being provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The log file contained data spanning 41 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power events occurred on (B)(6) 2019 at 1:56, and on (B)(6) 2019 at 10:38, both while the patient was using the mobile power unit. It was unable to be determined whether or not the patient had access to the mobile power unit. V-lock power cord; this information was requested multiple times with no responses received. The backup battery appropriately operated the system during these times and support to the pump was not interrupted. The alarms were cleared once power was fully restored to at least one of the power cables. No other notable events occurred throughout the log file. The mpu (serial number unknown) was not returned for analysis. Information regarding the mpu (serial number and v-lock power cord access) was requested multiple times with no responses received. The root cause of the no external power alarms within the log file was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 1 year, 6 months, 28 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the analysis of the log file manufacturer's technical service representative observed no external power alarms. These events occurred while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power. Additional information was requested but not provided.